Event description:
A female patient with history of hypertension underwent a renal intervention via a 6f sheath in the brachial artery in 2009. Peri-procedural angiomax was administered. Post procedure, the physician, trained to the mynx procedure, proceeded to use the mynx for brachial artery closure. Hemostasis was successfully achieved and the patient was ambulated and discharged without incident. The following month, the patient returned to the cardiology clinic with complaints of arm pain and diminished distal pulses. She was transferred to the hospital where an ultrasound was performed and documented a 5x2cm pseudoaneurysm. The patient was not admitted at that time, but came back for surgery to repair the pseudoaneurysm five days later. No further clinical sequelae reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. In addition, the lot number was not provided in order to perform a lot history review. Based upon the information provided and the investigation performed by accessclosure, the cause of the reported pseudoaneurysm with vascular surgical repair is unknown. Pseudoaneurysms are known complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended. It was reported that hemostasis was successfully achieved with the mynx device. Per IFU, the mynx vascular closure device is only indicated for use to seal femoral arterial access sites. The safety and effectiveness of the mynx has not been established for use in sealing brachial arteries. The lot number was not provided, therefore the expiration date and device manufacture date are unknown.